Manufacturer narrative:
The field service engineer primed system reagents and ran a blank cell calibration. All reagents were changed. The engineer noticed a sipper probe was aspirating slower than a second sipper probe. A pinch valve assembly was removed and a waste valve was found to be stuck open. The engineer noted that there was a black oily residue over the main plunger of the pinch valve. There was contamination in the valve. The valves were cleaned and fitted back on the analyzer. Some valves were also replaced. Measuring cell preparation maintenance was performed and the sipper probe was found to be aspirating at the same rate as the second sipper probe. Performance testing was run and passed. Controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The reporter also stated they received alarms on the instrument indicating an abnormal measuring cell condition. It is unknown which specific troponin t reagent was used. Roche manufactures the following troponin t reagents: the elecsys troponin t assay, the elecsys troponin t stat assay, and the elecsys troponin t gen. 5 stat assay. The sample initially resulted with a troponin t value of 70 ng/ml, which repeated as 50 ng/ml. The troponin t reagent lot number and expiration date were requested, but not provided.